Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized. On an unreported date, the patient began treatment with injection penicillin and injection heparin sodium (doses, frequencies and route not reported). At the time of this report, the patient had recovered from the event. Pd therapy was ongoing during treatment. Additional information is not available.